Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the t1 (peek) of fast-fix 360 curved was passed without complications, but at the time of shooting the t2 (peek), it did not slide and was not implanted, two more attempts were made to rule out that it was the tissue but at the end it did not fire. The surgeon decided to pulled out the suture left from t1 and cut it, the t1 was left inside of the patient and was not secured. There was a delay of 5 minutes and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.